Event description:
The customer reported that the system would not power up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups emergency switch was reset. The system was then found to be operating as intended.